Event description:
Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 24231l, reader sn (B)(4)). Two repeat cue covid-19 tests performed on (B)(6) 2022 provided negative results. The customer tested negative with an at home antigen test; date and brand are unknown. Customer reported they did not show major symptoms and cartridges have been stored at room temperature.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.